Event description:
The complainant reported a patient with unknow race and ethnicity with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While of support the pump stopped, an attempt to restart was attempted but was unsuccessful. The pump was weaned. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. According to the clinical, on the tenth day of impella cp support a pump stop occurred. In an attempt to resolve the issue, the restart procedure was performed. However, it was unsuccessful, so the decision was made to wean the patient off of support and remove the pump. Product evaluation confirmed the presence of bearing wear. Data logs were not returned for analysis. The cause of the pump stop was bearing wear due to overuse of the pump longer than the specified duration. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.